Event description:
It was reported that about one month post-operatively, the patient experienced fatigue, lung heaviness, and a mildly swollen leg that was treated with compression. The patient later presented to the emergency department for intermittent palpitations, left arm numbness, and leg swelling, and also reported tingling sensations in the left arm, face, and leg along with a headache. A chest X-ray, blood tests, and an electrocardiogram were performed and showed no significant abnormalities. The individual received one-time intravenous doses of Toradol and Reglan for migraine treatment and was instructed to continue compression for swelling, migraine medication, and monitor heart rate and blood pressure. Symptoms stabilized and the event was reported as recovered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.